Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricle lead exhibited noise episodes and low pacing impedance. No intervention was performed. The patient experienced no adverse consequences.